Event description:
Blood glucose measured 147 mg/dl back to back with a result of 74 mg/dl performed within 1 minute of each other. No actions were taken and no treatment was received reportedly as a result. It was reported customer was taking normal medications and having normal meals. A request was made for the return of the suspect device and replacement product was sent.